Event description:
It was reported that the device was explanted after an implant duration of approximately 7.4 months. Through the operative report, it was learned that the device was explanted due to endocarditis, dehiscence, and mitral regurgitation.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.

Manufacturer narrative:
The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
Initial info was rec'd from an office mgr via a company rep and received by (B)(6) on 27-jan-2010. The reporter stated that a female pt of unk age received treatment with poly-l-lactic acid (sculptra) (no lot number or expiration date was provided) no date provided for an unk indication. She reported, the pt complained of "hair loss" after each treatment. No medical history or concomitant medications were reported. No further relevant info was reported. Pharmacovigilance comment: sanofi-aventis company comment, (B)(6) 2010: a female rec'd poly-l-lactic acid (sculptra) and experienced hair loss. Due to minimum available information, no complete medical assessment can be done.